Manufacturer narrative:
Operator of device: patient/consumer. No further information has been received. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient's wife that the pump alarmed 'no disposable'. The pump settings were reviewed and the pump was restarted; the screen read 'run'. No patient injury was reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. The most likely cause of failure was the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.